Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and the right ventricular lead integrity alert was triggered. Also there was the unexpected delivery of a ventricular tachyarrhythmia therapy. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient received two inappropriate shocks due to noise on the right ventricular (rv) lead. The lead also had high impedance, a high sending integrity count (sic), and numerous non-sustained ventricular tachycardia episodes. Lead fracture is suspected. An attempt was made to replace the lead but was abandoned due to lack of venous access. The rv lead currently remains implanted but out of service. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.